Event description:
The patient reported not being able to make adjustment both with or without antenna attached. The patient was going to adjust stim but patient programmer did not connect to implantable neurostimulator (ins). The patient called hcp (healthcare provider) office yesterday, they told her to try new batteries. That did not resolve the issue. On the call today, the patient tried using the patient programmer without antenna and was not able to connect either. Discussed if new patient programmer does not connect it might mean her ins depleted. The patient's next hcp appointment is (B)(6). Redirected caller to repair department. Event a: event date: (B)(6) 2015. Poor communication with and without antenna. Event b: first part of (B)(6) 2015 (representative was notified). Event date: (B)(6) 2015. In (B)(6), her symptoms returned: she could not hold the urine. She went to see her hcp in (B)(6). He tweaked her stim and got it to work better. In (B)(6), the patient saw hcp again and the manufacturer's representative adjusted it more. Issue was resolved. The patient got good relief and it was working well. Representative also checked her ins battery at that appointment and stated her ins battery was getting low and she had 15 months left. Patient services asked if the patient noticed ins low on patient programmer. The patient said she rarely uses the patient programmer. Event c: event date: (B)(6) 2015. The patient said all of a sudden she was having a lot of pain. Instead of feeling stim she felt pain. Pain was so bad that she gets nausea. Wont do telemetry with or without antenna. The patient was in a lot of pain. She was not sure if the ins turned off or shut off , but she was feeling pain now. No patient harm reported.

Manufacturer narrative:
Concomitant product: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot # v081129, implanted: (B)(6) 2008, product type lead. (B)(4).